Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found no evidence of reported problem. Visual inspection, start-up, checking battery reading and flow testing on battery power were performed. Investigation could not repeat customer stated problem. However, services replaced the pump battery as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.